Event description:
It was reported that parts of the device were coming out around the collet during a procedure. The procedure was successfully completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that parts of the device were coming out around the collet during a procedure. The procedure was successfully completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.